Event description:
Per the clinic, the device was explanted due to acute mastoiditis and an abscess. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4), 2011.